Event description:
Revision surgery - due to the pt's hip dislocating and changing the position of the cup.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.33 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the dislocation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this product: one revision surgery and one dislocation. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.